Manufacturer narrative:
On 1/21/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2020, the mentor failure analysis lab has received the device for evaluation. On february 25, 2020, mentor became aware that the left side breast implant was not deflated, but was intact upon removal from the patient. On march 3, 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7472618 sn: (B)(6) and (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9398513 sn: (B)(6). On march 3, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device a tear located in the union between the valve and the shell was observed. Microscopic examination was performed and the cause of the rupture could not be identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflation post-operatively. As a result, the patient was scheduled for bilateral implant explantation in (B)(6) 2020. This medwatch form is for the right breast prosthesis.